Event description:
The customer reported getting a motor error alarm while changing her infusion set. The most recent blood glucose reading was 357 mg/dl and she has given herself manual injections during the night because her glucose level was over 400 before bedtime. Assisted the caller to clear the alarm. Troubleshooting was performed and the device was stuck; the customer could not retrieve the settings. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarms noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, reservoir tube and battery tube threads and minor scratched display window.